Manufacturer narrative:
Date of initial implantation (B)(6) 2014 (specific date not reported). This report is submitted on may 25, 2017.

Event description:
It was reported that the patient experienced extrusion of the device; subsequently, the device was explanted in (B)(6) 2016 (specific date not reported) and the patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
This report is filed on june 29, 2017.